Manufacturer narrative:
An event of adverse events that could be related to the portico/navitor procedure device was reported. The relationship of the reported adverse events to the device could not be determined based on available information. A more comprehensive assessment could not be performed as no additional information was received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on 19 august 2019, a 29mm portico valve (serial:(B)(6)) was implanted successfully. On (B)(6) 2019, the patient was hospitalized with an acute kidney injury secondary to obstructive uropathy thought to be related to the portico procedure. Intravenous fluids were administered as treatment. The issue resolved on 28 august 2019 and the patient had a foley catheter.